Event description:
Patient presented to the physician, four days post-implant, with swelling at the neck incision site. Physician brought the patient into the operating room, opened the neck incision, and confirmed a hematoma. Physician performed a washout procedure, packed the area with surgicel, placed a drain, and closed. Physician prescribed steroids and antibiotics after the procedure was completed and kept the patient for observation. This resolved the issue.